Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo shows needle through catheter. 2. DHR/bhr review lot#4109412 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for related functional tests: penetration force test and needle removal force test. The test results show that all meet the product specifications. Please see attachment for the test reports. 4. Needle through catheter during puncture process may be related to the product quality, the skin and vein conditions of the patient, and the puncture method. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photo shows needle through catheter, and the root cause of this defect cannot be determined because no abnormality is found in the production process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products, no defective sample is received, and the use of the sample is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc needle went through catheter the following information was provided by the initial reporter, translated from chinese to english: the patient had a poor blood return when the IV needle was left in place, and when the needle was withdrawn and viewed, the hose had separated from the tip of the needle.